Manufacturer narrative:
Additional information: on february 12, 2021, mentor became aware that the patient actually experienced rupture on the left side and not the right side. This report is for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information: on january 4, 2021, mentor became aware that this report is actually for the patient's left-sided device. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, hematoma and rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with 325cc mentor memorygel breast implants and experienced rupture and a hematoma on the right side postoperatively. The patient also experienced several unexplained systemic symptoms, including rheumatoid arthritis, blood issues and other unspecified medical issues. The root cause of the patient¿s symptoms is unclear. The patient had the hematoma washed out of the right breast and underwent bilateral device removal on (B)(6) 2020. This report is for the patient's right-sided device.